Event description:
Manufacturer follow up with the treating neurologist revealed high lead impedance was first noted on (B)(6) 2012, but it was not known when the high impedance first occurred, or what the last known good vns diagnostics were as the patient was new to the office. The patient had no known trauma and did not manipulate the vns. No x-rays were performed prior to the surgery dates. The explanted devices were discarded by the hospital and will not be returned.

Event description:
Reporter indicated that high lead impedance was obtained for a patient immediately prior to vns generator replacement surgery. It was also reported the torque wrench for a new vns generator was not operating properly, but no more information has been able to be obtained since the initial report of the events to the manufacturer. It is not clear if the patient received a new vns generator and/or lead, or what devices were explanted, if any. Attempts for further information and clarification of the events are in progress.

Event description:
Reporter indicated the vns generator only was replaced on (B)(6) 2012, but high lead impedance was still occurring. The plan of care was to have the patient come back for a complete revision. As high lead impedance was still occurring after the new generator was implanted, a lead pin issue has been ruled out and a lead fracture is more likely the cause of the high lead impedance. X-rays were not done, and there was no known trauma. The patient's mother cancelled the surgery, which was to have occurred on (B)(6) 2012. It was later reported the patient was to have vns revision surgery with a different surgeon on (B)(6) 2012. Follow up with the treating neurologist revealed the patient was seen in post-surgical follow up and it is believed the patient had vns lead and revision surgery performed on (B)(6) 2012. Attempts for further information and return of the explanted devices are in progress.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided per the reporter.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.